Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. A patient presented with an infection located at both, the ipg and lead site was reported to abbott. The patient was given oral antibiotics and IV antibiotics. The patient was hospitalized, and an I&d performed. The patient's entire scs system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Information requested, but not yet received.

Event description:
Related manufacturer report number: 3006705815-2023-07606. It was reported that the patient presented with an infection located at both, the ipg and lead site respectively. The patient was given oral antibiotics and IV antibiotics. Additionally, the patient was hospitalized, and an I&d performed. As a result, surgical intervention was undertaken on an unknown date wherein the scs system was explanted to address the issue.